Event description:
St jude crt cd3357-40q, (B)(4). I notice that the FDA has a recall on this crt in 2016. This model was put in my chest in (B)(6) 2017. Wires were installed in 2011 # 1888tc/46. I emailed my dr about the recall on my crt. He doesn't respond. My monitor has shown several device failures that my dr never told me about. Does not bring my heart rate down at times which requires a strip to the emergency room. I was in afib all day. Monitor sent message to dr who once again didn't notify me. Leads give me constant diaphragm pops and no one can fix it. Was told leads could be bad by st jude tech. St jude tech also insists there was no recall only for batteries. Those batteries might be draining early because the leads arc. That could drain the batteries prematurely or short out the batteries or internal components. No one seems to want to own up to this problem. I have had this crt since (B)(6) 2017. Over a year since the recall. I had multiple electrophysiologist look at this device over the last 18 months. And none can fix it. Am I going to have to live with this for 7 years? It feels like someone inside of me poking me. I can only lay down in certain positions, so my diaphragm doesn't pop. This is very annoying I cannot describe in words. Sometimes I just wish they could just wish they take it out. I'm hoping that you can help me since no one else seems to want to stand behind this product. All of my data is stored with st jude. Thank you for your time. If you need any add'l info, don't hesitate to contact me. Have a great day. I need to have this unit replaced. St jude insists that this unit is not recalled and dr will not respond my question. I guess he knows what he did and can't admit to his mistake of not checking the unit before he installed it. FDA safety report ID# (B)(4).